Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite gravity set damaged the following information was received by the initial reporter with the following verbatim: it was reported by customer that started using IV set and having catheter hubs break. The set did not have an issue but the catheter did. No other information was provided.